Event description:
It was reported the pt has to charge more frequently than normal even through her settings are lower than in the past. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.